Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. Initially, reloading the original cartridge did not resolve the issue, so customer technical support guided the caller through filling and loading a new cartridge onto the pump. This successfully resolved the issue, allowing the caller to resume insulin use.